Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented with multiple noise episodes on the right ventricular lead, also noted was low impedance. The patient was doing well and would be monitored.